Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test. However, the device passed the 25u delivery test.

Event description:
It was reported that the customer had low blood glucose after the insulin pump accidentally was taken into MRI. Troubleshooting was performed and the insulin pump did not pass the testing.